Event description:
Following the case, pt hypotension and bleeding were noted and the pt was returned to surgery on the same day. The u-clip devices were retrieved and replaced with conventional sutures with no subsequent pt complication reported.